Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device's pacing function stopped during a patient procedure. We are considering this event to be a serious injury based on the report that the emergency treatment was interrupted.